Event description:
After pipetting an antibody screening plate on summit, it was observed that no sample was added to well h7. No error was generated by the summit. No death or serious injury was associated with this incident.